Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with swelling, calcium disturbance and anemia (low hemoglobin and iron). There were no reported allegations that this event was caused by (B)(6) products. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2026 due to fluid volume overload, hypocalcemia, uremia, anemia and pd catheter malfunction. While hospitalized, the patient had the pd catheter removed and was transitioned to hemodialysis for renal replacement needs. The patient was discharged from the hospital on (B)(6) 2026. The nurse stated the hospitalization was not related in any way to (B)(6) products and that there is no allegation against product. In fact, the nurse stated this patient was extremely non-complaint with many aspects of her health. It was reported the patient was not performing her pd therapy and was not going to her regularly scheduled clinic visits for management of her anemia (from end stage renal disease). The nurse stated the patient was suspected to have a deep vein thrombosis (dvt; unrelated to dialysis) and was non-compliant with medical advice to go to the hospital. Furthermore, the nurse stated the pd catheter stopped working due to patient non-compliance to pd catheter care as well as constipation from non-compliance to her bowel regimen. The nurse confirmed the reported events were all due to patient non-compliance and that as a result the patient was switched to hemodialysis due to not being a good candidate for pd therapy. Based on the available information, there is no allegation or indication that a (B)(6) device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".